Event description:
A female pt, weight unk, had surgery to repair a cystocele. The date of the surgery is not known. The product, xenform, was used in the procedure to assist in the repair. Three weeks later, the physician reported that the incision had "opened up". An additional surgical procedure was required to close the incision. The physician indicated that the additional surgical repair was unrelated to the product. Easystring estradiol ring was also provided to the pt.

Manufacturer narrative:
Second surgery corrected problem. Doctor stated that additional surgery was not related to the product. Pt is doing well at this time.